Manufacturer narrative:
H11: through follow-up communication with livanova field service representative, it was learned that no device alleged malfunction occurred. Customer explained the wrong information: he wanted to know if there was a cleaning procedure for the s5 system confusing it with the 3t heater cooler. Indeed, livanova field service representative recently had a preventive maintenance confirming that s5 system is working properly. Therefore, based on the information received, the event has been re-assessed as not reportable and this complaint will be voided.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 system. The incident occurred in plantation, florida. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 system was not working properly. No further information is available. The issue occurred at setup-up. There was no patient involvement.